Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Sticking jaw/cam the analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and properly formed the clips upon firing. However, during each firing sequence, the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. In addition, the device locked out as intended but the orange indicator was visible at the 10th firing sequence thus, it over traveled. These findings are not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon tried to use the device and the jaws were yielded. When they looked at the clips they were not fed down into the nose. They completed the procedure with a new like device. There was no patient consequence reported.